Event description:
It was reported that during a partial gastrectomy procedure, the cut and staples area was not straight. A competitor's device was used to complete the procedure. There were no adverse consequences to the pt. Additional information was requested and the following was received: see scanned page.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.